Manufacturer narrative:
Result of investigation: the device history record (DHR) for lot 314665 has been reviewed, paying close attention to the foam and snap lots as well as in process inspection records such as ec12 testing. A part from ncr-ca-hl-22-007 affecting the stud lot, no abnormalities were found and products were manufactured to specification. The adhesion of the product has been reviewed as a part of CAPA investigation CAPA-000001058. All lots have been within specification. Because of this complaint and others relating to the lack of adhesiveness of this product, we have determined that the other potential root cause may be related to the adhesion of this product not being identical to the previous product. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - the sample has been discarded. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : sample discarded.

Event description:
The customer reported to vyaire medical that they are attempting to place fetal spiral electrode for corometrics on a trial of labor after cesarean delivery (tolac) patient who was laboring naturally and the product would not stay snapped into place nor would it stick to the patient's leg. Furthermore, the customer confirmed no harm was done to the patient.